Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a severely calcified native aortic valve, the valve was prepared correctly. A pre-implant dilation was performed using a 24 mm non-medtronic vacs ii balloon. The valve was deployed, however the valve appeared under-expanded. The valve was recaptured and relocated within the annulus. The valve was deployed a second time, however remained under-expanded. The entire system was withdrawn from the patient. A second pre-implant dilation was performed with a larger, 26 mm vacs ii balloon. A new system and new valve were prepared. The replacement valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: 0012033815); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID l-evprop34 (lot: 0011666182); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated h6 - method, result and conclusion codes product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the (B)(6) return product analysis lab fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. As received, all leaflets appeared crowded in a closed position. All leaflets were stiff with signs of severe creases and frame imprints. Tissue conditions appear to be associated with the valve being crimped inside the delivery system for an extended duration of time. All commissures appeared intact. The frame was received crimped with the inflow showing a reniform appearance. The c paddle apparent bent. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the crimped state for an extended period of time. Due to the return condition of the valve, the loading and deployment simulations were not performed. Conclusion: a the device history record (DHR) review (j005230) and frame record review (1437871) was performed on the device and all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and device met specifications. No non-conforming material report (ncmr) or deviations referenced on the DHR were identified. No rework was done to this batch. DHR review did not show any deviations in the manufacturing process. No images of the valve implantation procedure were available for medtronic review. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. The reported sev erely calcified native annulus is a likely contributing factor to the under expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.